Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the valve is not switching.associated malfunctions for this device: inlet filter missing.